Event description:
Customer previously reported receiving an errc-4 message on their freestyle freedom meter on (B) (6) 2010 and no symptoms associated with the meter issue was reported at that time. Customer called back on (B) (6) 2010 and reported, there was an injury related to the previous reported meter issue; however, customer did not complete the medical issue because customer had some guests at his house during the call. Adc customer services made multiple attempts to follow up with the customer to complete the medical survey, but without any success. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Evaluations results:the complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. This is a final report.

Event description:
The customer reported the system got stuck in a reboot cycle during a case. No pt injury was reported.